Event description:
Hole discovered in silicone tip cover accessory during procedure after 2 hours of use, posing a potential patient harm situation. Tip cover acts as insulation on the metal of the instrument to protect from unwanted cauterization of the patient's tissues. No known patient injury. Hole found at the conclusion of the procedure.